Manufacturer narrative:
Continued e1 (B)(6). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of capsular contracture and lymphadenopathy are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii; " lymph nodes with an aryronate morphology and fatty hilum, with focal segments of thinning in the cortex suggesting inflammatory changes of chronic etiology confirmed by ultrasound".

Event description:
Healthcare professional reported left side capsular contracture baker grade iii, radial folds, lymph nodes with an aryronate morphology and fatty hilum, with focal segments of thinning in the cortex suggesting inflammatory changes of chronic etiology confirmed by ultrasound. The device remains implanted.